Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 980/1. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient for cheek augmentation with .5 ml of juvéderm¿ voluma¿ with lidocaine. Two days later, the patient experienced ¿firmness and tenderness¿ in the medial/inferior to the injection site. The etiology was noted as ¿query presence of biofilm from previous dermal filler" with "no outward manifestation of acute infection." The patient was treated that day with prednisone 30 mg po x 1 day. The next day, the patient was treated with prednisone 30 mg po x 7 days and doxycycline po cd x 7 days. The event resolved 3 days later. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00902 (abbvie complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm¿ voluma¿ with lidocaine.